Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers the investigation closed.

Event description:
**Update** (B)(4) 2013 - plaintiff¿s preliminary disclosure form was received, which identified dob information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Event description:
Update (B)(4) 2013 - sales rep reported revision surgery. Patient was revised to address a loose asr cup with metallosis. There is no new additional information that would affect the investigation. The complaint was updated on: (B)(4) 2013.

Event description:
Update (B)(4) 2013 - medical records were obtained. Medical records indicate patient was revised due to pseudocysts, lysis of the femoral stem and around the acetabular component, and scar tissue. The information received does not change the MDR decision. The complaint was updated on: (B)(4) 2013.

Event description:
Litigation papers allege pain, and reduced mobility.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers this investigation closed.